Event description:
It was reported that the pump battery was not charging despite attempts with various wall outlets and adapters, and the connection remained unstable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer planned to use a backup insulin pump to ensure continued insulin delivery, and tandem technical support arranged for a replacement pump. The customer was advised to store the malfunctioning pump and return it using a pre-paid label.